Event description:
Reportable based on device analysis completed on 19may2015. It was reported that the steering mechanism broke. A 7.5/110/2.5/std chilli ii® was selected to treat the target area located in the right ventricle. During the procedure inside patient, it was noted that the device failed to move bidirectionally and there was a problem with the steering mechanism. The procedure was completed with another of the same device. No patient complications reported and the patient's status was fine. However, device analysis revealed that a char was found at the tip. However, device analysis revealed that a char was found at the tip.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR., the device was received for analysis. The device has a char close to the tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas and the device failed the dimensional test. The device was dissected finding the guide coil collapsed in 4 sections from the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).